Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
A patient reports while wearing a pod between 2 and 5 hours they had experienced a burn at the pod infusion site (abdomen), from the pods adhesive. In addition the patient reports having irritation as well as redness at the pod infusion site. The patient reports using baby oil as sun protection while in the sun. The patient reports the pod adhesive was difficult to remove. The patient reports they cleaned the pod infusion site with soap and water and it is now healing.